Event description:
Edwards received notification from our affiliate in austria. As reported through a clinical trial, a 26 mm sapien 3 ultra valve was successfully implanted in the aortic position via left transfemoral approach. The procedure was indicated due to severe aortic stenosis. During the procedure there was no resistance during esheath+ insertion or withdrawal noted. Post-implantation, the patient experienced no immediate procedural complications and was discharged. However, one (1) month and twenty (20) days post-procedure, the patient was readmitted after noticing swelling above the left groin during rehabilitation. A color duplex sonography revealed a 4.5 cm aneurysma spurium. An aneurysm repair surgery was performed and antibiotic prophylaxis was administered due to signs of wound inflammation. The patient was discharged. The event was assessed as causally related the tavi procedure. As per medical opinion, the perceived root cause was probably related with non-edwards closure device.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation, pseudoaneurysms or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Pseudoaneurysm, aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter valve replacement procedures. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous valve implantation, additional in-valve balloon dilation on a heavily calcified landing zone, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient or procedural factors (closure device used during the procedure) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.